Event description:
It was reported that the patient underwent a sling procedure. Post operatively, the patient's stress urinary incontinence returned after 1 month. The clincian believed that the mesh may have been placed too loose. The patient underwent a re-operation to tighten the mesh, and during dissection, the mesh broke, it was reported that them mesh may have been accidently cut be scissors.